Event description:
Related manufacturing reference number: 2017865-2023-93827. Related manufacturing reference number: 2017865-2023-93828. It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. It was also noted that the right ventricular (rv) lead had oversensing noise resulted in pacing inhibition and the right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. Programming changes were made on the pulse generator and the rv lead. No intervention was performed on the ra lead. The patient had no adverse consequences.